Event description:
The customer reported that the system was powering down and displaying communication error messages. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnected cable, lemo connector, generator interface circuit board, and general purpose operating system were replaced, and the system software was reloaded. The system was then found to be operating as intended.